Manufacturer narrative:
The insulin pump had no button response due to moisture damage to the electronic assembly. Moisture damage was also noted to the motor assembly. No blank display or vibration anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lilp, cracked battery tube threads and a missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that she accidentally went swimming while wearing the insulin pump and the insulin pump had a blank display and was vibrating. The blood glucose reading was 108 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.